Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The customer provided the sku number associated with the contour® next gen serial # (B)(6) as 9732. Based on the review of adc's internal records, it was identified that the sku number associated with serial # (B)(6) of the contour® next gen meter is 7383. Based on this information, the model # has been captured as 7383, catalog # has been captured as 90004850, and UDI number has been captured as (B)(4) in section d4.

Event description:
The customer reported a discrepancy in the service mode of the contour® next gen meter, which displayed 97 readings, despite the customer having conducted only 73 blood glucose tests till (B)(6) 2025. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Despite multiple follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next gen meter, serial # (B)(6), and no manufacturing anomalies were found.